Event description:
This peritoneal dialysis (pd) patient reported being hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The patient had pd cultures obtained. The patient¿s culture was positive for serratia marcescens. The patient was prescribed intraperitoneal (ip) cefepime 1g daily for 21 days. The patient was discharged (B)(6) 2026. The patient was expected at the pd clinic on the morning of (B)(6) 2026 to pick up his antibiotics, but the patient did not show up. The cause of the peritonitis event is suspected to be a dirty showerhead.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to a dirty showerhead. This is supported by the culture result of serratia marcescens, which is commonly found in water and soil. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.